Manufacturer narrative:
The technician replaced the foot end brake casters to repair the stretcher.

Event description:
Info received indicates the foot end of the stretcher will move side to side when in brake.